Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting "no downstream alarm". Event occurred during functionality test between uses. Device operator was the testing technician. There was no patent involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and the pump had 21 lines of downstream occlusions. The pump was then connected to an administration set (hs-008, lot # 2203016) and the downstream occlusion alarm was tested. An 100 ml infusion was started, and the distal end of the tubing was clamped, and the complete downstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false downstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.